Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d10, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the reported improper reprocessing issue could not be confirmed and a definitive root cause of the reported issue could not be determined, however, it is possible that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the device IFU section below: - chapter 5 reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the endoscope position marking probe and its water-resistant cap had the o-ring fall off the cap and be reprocessed multiple times. There were no reports of patient harm as a result of this event.